Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090996.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on leads. As a result, surgical intervention was undertaken to replace the leads on (B)(6) 2025. Therapy was restored post-operatively. It is unknown which lead had impedances.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on a lead. As a result, surgical intervention was undertaken to replace the leads on (B)(6) 2025. Therapy was restored post-operatively. It is unknown which lead had impedances.

Manufacturer narrative:
Correction: b5 - troubleshooting revealed low impedances on a single lead, not both leads. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.